Event description:
While attempting to exchange endotracheal tubes in an ICU patient, the physician introduced the introducer into the patient's existing et tube. The type of the introducer broke off, becoming lodged in the distal end of the et tube. The et tube was able to be removed with the broken tip still inside the et tube, without further injury to the patient.